Event description:
Medtronic received information that post use of a custom tubing pack, one of the seals on one of the access ports either side of the central blood line on the blood bag detached from the blood bag under the weight of the blood. This caused the hanging bag to drain blood all over the theatre floor. 800 ml of the patient's blood drained onto the theatre floor. No adverse patient effects were reported. Additional information: the leak occurred at the end of the case ¿ all the remaining blood out of the bypass circuit had been drained into the blood bag. The blood was pumped into the blood bag ¿ but the bag was not completely filled ¿ when the bag was inverted to hang on the drip pole the disconnection occurred as reported. A small volume of blood was saved by clamping the section of tubing that had ruptured ¿ this was infused. No blood transfusion was required at the time of the event. There was no damage noted to the bag or the packaging. There were no visual, audible, or performance abnormalities. The fill (fluid) level of the reservoir, holding, saline, and waste bag at the time of the issue was approximately 800mls. No error warning message appeared. It was reported that the customer is going to discard the entire box in case it is batch related. However, some devices are available for return.

Manufacturer narrative:
Device evaluation summary: visual inspection of the 1 opened device shows both bag spikes are separated from the tubing. Reason for return was confirmed. Conclusion: complaint is confirmed for detached membrane port per sample review. After evaluation this complaint was determined to be a probably supplier-related issue. Medtronic has notified the supplier and corrective actions on their end will be implemented if needed. Supplier harmac confirmed to perform leak test from each lot (100%), therefore lot is acceptable for mentioned test. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Assessment against the medtronic risk management file indicates that the current risk zone does not exceed the risk zone predicted. There were no adverse patient effects as a result of this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.